Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during implantation of an intraocular lens (iol) the surgeon noticed that the trailing haptic and a small portion of the optic was missing. The surgeon removed the lens and replaced with same model and power lens on the same day. Additional information was requested.